Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence on (B)(6) 2006 and a sling was implanted. The patient became ill with fever, pelvic pain and rashes and was hospitalized. The patient underwent surgery by dr. (B)(6) at the university of (B)(6) on (B)(6) 2006 to remove the eroded mesh. The patient had surgery on (B)(6) 2010 to remove the ovaries and enteric and pelvic adhesions were noted. The patient continues to experience pelvic pain, vaginal pain & scarring. Utis and dyspareunia. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. (B)(6).